Manufacturer narrative:
Further clarification from the customer revealed that this complaint is a duplicate and was created in error. This event was already reported in MDR 3002637618-2024-00025.

Manufacturer narrative:
The customer has provided instrument print outs. Siemens has requested additional instrument files and more information for further investigation. Investigaton will commence one requested data has been provided. The cause of this event is unknown.

Event description:
Customer reported that their stratus cs instrument produced a false positive troponin (ctni) result on one patient compared to retesting of the same sample on their laboratory instrument. There is no report of injury due to this event.